Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "alumina delta-on-highly crosslinked-remelted polyethylene bearing in cementless total hip arthroplasty in patients younger than 50 years." Literature article entitled, ¿delta on highly-crosslinked remelted polyethylene bearing in cementless total hip arthroplasty in patient younger than 50 years¿ by young-hoo kim, md., et al, published in the journal of arthroplasty (18 may 2016) vol. 31, pp. 2800-2804 was reviewed for MDR reportability. This retrospective study was conducted to determine the clinical and radiographic results, prevalence of polyethylene wear and osteolysis, and fracture of alumina ceramic femoral heads or highly cross-linked, remelted polyethylene liner associated with the use of alumina delta ceramic femoral head on hxlpe bearing in cementless tha in patients younger than 50 years. All 130 hips (119 patients) were implanted with the ultra-short proxima anatomic cementless femoral stem, the biolox delta ceramic femoral head (55 32-mm and 75 36-mm), depuy marathon hxlpe acetabular liner, and a pinnacle acetabular cup. Over the course of the 2-9 year follow up, no patients reported thigh pain and no revisions were done. 1 patient had a postoperative dislocation that was treated with closed reduction and a brace. 1 patient experienced an intraoperative femur fracture that was treated with cerclage at the time with no further patient complications. Radiographic evidence of femoral stem migration was documented, but revision surgery was deemed unnecessary. No further patient complications or device defects or malfunctions were reported within the text. The authors did not specify which patients within the study experienced individual harms. There was no evidence of osteolysis, polyethylene wear through or femoral head penetration observed in the longitudinal study. Author: young-hoo kim. Country of origin: south korea. Date of publication: 18 may 2016. Adverse event(s) related to product(s): implant dislocation: hip (liner and head). Implant migration: device movement (stem). Patient(s) reported harm(s) prior to procedure: pain, joint dislocation, fracture.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.